Event description:
It was reported, the camera head had no image. The issue occurred prior to a therapeutic turb operation. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had no image. The issue occurred prior to a therapeutic turb operation. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, d9, g3, h2, h3, h4, h6, and h10 this report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found, because cable unit is twisted, the endoscopic image cannot be displayed. Based on the results of the investigation, it is likely that the following led to the malfunction: the most likely cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.